Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon burst occurred. The physician advanced the taxus element mr ous 20mm x 2.25mm stent and was ready to inflate; however, the balloon burst. The stent delivery system was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is not available.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon burst occurred. The physician advanced the taxus element mr ous 20mm x 2.25mm stent and was ready to inflate; however, the balloon burst. The stent delivery system was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the balloon section of the device identified that the stent was crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressures. An examination of the crimped stent identified that the stent struts at the proximal edge of the stent were raised and misaligned. An examination of the distal end of the stent found that the stent was stretched at its distal end and pulled towards the tip section of the device. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure. The inflation device was verified at it's rated burst pressure before and after use with a calibrated pressure gauge. The stent fully deployed from the balloon and the balloon maintained pressure with no leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).